Event description:
It was reported that a caregiver disconnected the infusion tubing during a cartridge change and the user initiated a rewind before removing the old cartridge, after which the caregiver sought guidance on whether the user would be alright; education and troubleshooting were provided that the rewind should be performed with the old supplies in place and that supplies may be removed after the rewind completes. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no hospitalization, and resolution with user education. Investigation included technical support review and user instruction on correct supply change steps. Investigation of this case revealed user procedural error during cartridge change without device malfunction. It was concluded, based on established findings for similar reports, that user error was the most probable cause, mitigated through troubleshooting and education.